Event description:
It was reported that balloon rupture occurred. The patient was presented with critical limb ischemia and underwent endovascular therapy. The 100% stenosed target lesion was located in moderately tortuous and severely calcified artery below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation and was crossed the lesion. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with different device. There were no patient complications nor injuries reported.